Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information the manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a glaucoma filtration device (gfd) failed testing before the surgery. Additional information was provided that the device was placed into machine before surgery, but water flow was not smooth. The surgery was completed with another device.